Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was having diaphragmatic stimulations. Upon initial interrogation it was noted that the device was in back up vvi mode. Device reset was performed successfully, and the patient was discharged.